Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with her infusion sets as her infusion set's tubing disconnected. No further information available.